Event description:
This 33 yr old male underwent hardware removal status post lumbar fusion on 6/5/95. He desired hardware removal because of poking, sticking type feeling. Upon removal, it was noted that the right s1 screw was fractured at end of the washer and the distal tip was left in place. The physician did not feel that the retained portion of the screw meant any potential harm. Pre-post op diagnosis: retained hardware with lumbosacral pain.